Manufacturer narrative:
Suspect device received on may 05, 2021. Device evaluation completed on may 23, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 325cc breast implant was found to be ruptured and received in two parts. Additionally, an anomaly was observed on the edges of the tear consistent with a crease/fold. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent primary breast augmentation with a mentor smooth round moderate profile, 325cc saline breast implant. Experienced bilateral deflation post-operative. The physical examinations confirmed the deflations. As a result, patient underwent bilateral replacements as follow: left -cat#: 3502300, sn#: (B)(4), and right- cat#: 3502300, sn#: (B)(4) on (B)(6) 2021. This report relates to the left prosthesis.